Event description:
Reporter indicated that vns depression patient experienced seizures when stimulation was initiated at 1.25ma normal mode output current following generator replacement surgery. The patient has no previous history of seizure activity. Device settings were subsequently reduced and adjustments to medication regimen and dosages were made. It was reported that treating psychiatrist had also recently changed the patient's medication regimen by discontinuing valium and adding amitryptyline prior to the seizure event. Further follow-up revealed that the patient was doing well and had no furthr incidents of seizures.